Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 546mg/dl. Customer stated that they woke up with the high blood glucose. Customer stated that they have not programed basal settings and was assisted with setting up basal settings correctly. The product will not be returned for analysis.